Event description:
It was reported that a pump experienced constant "door not fully latched" alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.